Event description:
It was reported that the patient presented with noise on their right ventricular lead reproducible with isometrics. The lead was capped and replaced on (B)(6) 2021. The patient was in stable.